Event description:
The user facility pocc called and stated they smelled something smoking of the floor and found the suspect device base unithad melted by the ac connection. No one was injured and the device was taken to biomed. The device was replaced and requested to be returned for evaluation.